Event description:
It was reported that before the implant procedure, the lead was exercised and it took more than 25 rotations to extend the screw. The lead was opened but not used because, the physician was not comfortable with the performance and requested a new lead for the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. Analysis was performance and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.